Event description:
Patient presented to the physician with mrsa infection at the neck incision site. Physician brought the patient into the or, removed the previously abandoned stimulation cuff, and closed the incision. Patient presented to the emergency department nine days later with continued infection at the neck incision. Patient was admitted and placed on IV antibiotics. Patient returned for a follow-up appointment with improvement of symptoms.